Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. Access was obtained via the femoral artery. The 99% stenosed, 2.75x25mm target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was advanced to the lesion and passed the lateral branch. A non bsc guidewire was then advanced to the target lesion and the physician attempted to remove the kinetix guidewire from the patient. However, during attempts to remove the wire the device became caught on the non bsc guide catheter. The guidewire and the guide catheter were removed together as a system and it was noted that the devices were unable to be separated once they were outside the patient. The procedure was successfully completed by predilating the lesion and placing a non bsc stent. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: the kinetix ptca guidewire was received with a corsair catheter. The corsair catheter was stuck on the distal portion of the kinetix wire, leaving only the very distal end (approx 0.25 in) to be seen from the tip of the catheter. The wire was not able to be removed from the catheter with significant force as received, in an attempt to loosen any dried blood or contrast media that might be present the device was placed in a warm circulating bath for a period of 24 hours - soaking had no affect on loosening the kinetix wire. The very distal tip of the catheter was cut back to reveal any potential anomalies that may be contributing to the compatibility issue, it was noted that a distinct imprint of the hts (high torque sleeve) could be seen through the inner lumen of the corsair tip which is evidence that at some point the material had swelled into the microcuts of kinetix wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. Access was obtained via the femoral artery. The 99% stenosed, 2.75x25mm target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). A kinetix guidewire was advanced to the lesion and passed the lateral branch. A non bsc guidewire was then advanced to the target lesion and the physician attempted to remove the kinetix guidewire from the patient. However, during attempts to remove the wire the device became caught on the non bsc guide catheter. The guidewire and the guide catheter were removed together as a system and it was noted that the devices were unable to be separated once they were outside the patient. The procedure was successfully completed by predilating the lesion and placing a non bsc stent. No patient complications were reported and the patient's condition is good.